Event description:
This report is cancelled because, currently MDR is being used in place of the specific region report.

Manufacturer narrative:
(B)(4): the customer reported getting an x mark. There was not enough info to make a reportability determination. A philips field service engineer clarified the symptom as a failure to power up, a reportable malfunction. The processor pca was replaced to resolve the issue.